Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the atrial and right ventricular leads exhibited noise reversion episodes which appeared to be electromagnetic interference. It was noted that the noise didn't last for long and there was no evidence of reoccurrence. The issue had resolved. The patient was stable and the patient's condition was not affected pre, during, or post event. The patient will continue to be monitored.